Event description:
As reported by the user facility: previous rn programmed IV pump to give vanc 1500 mg in 500 ml over 2 hours. Pump checked at 1 hour, fluid dripping in chamber, pump showed 247 cc remaining to be infused. Checked pump at 1.5 hours. Still dripping and vtbi 100 cc. When pump alarmed that infusion was complete, 500 cc still in bag. At the end the pump showed that 500 cc had been delivered but the bag was full. Reference MFR # 9610825-2014-00104.